Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a (B)(6) female patient developed blisters. The patient had not been wearing the lifevest for a month due to her blisters located along her right breast and under her breasts due to the ECG electrodes. The patient's doctor suggested she apply aloe, powder or lotion to the blisters. Follow-up indicated that the blisters had healed.